Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) where the pressure regulating balloon (prb) had migrated from the original placement. The physician believed that the existing prb had not been securely placed; therefore, the prb was explanted and a new prb was implanted and secured properly. No patient complications were reported.